Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Event description:
Patient received a triathlon total knee in (B)(6) 2013. She presented back to her surgeon with complaints of a dripping/oozing incision. The surgeon took her to the operating room today and irrigated the joint, sent fluid and tissue for cultures, removed the size 4, 11mm cr x3 poly, and replaced it with a 9mm cr x3 poly. Reason for revision was to determine if she had an infection and to allow her more range of motion by using a thinner poly.